Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedance measurements. No adverse patient effects were reported. The lead remains in service.